Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a cervical plate broke approximately 7-9 months post-operatively. A revision has not yet been scheduled.

Manufacturer narrative:
It was reported that an ozark screw fractured at the neck approximately eight-months post-operatively. The implant remains in the patient and was not available for evaluation. Product information could not be confirmed. The incident was confirmed through evaluation of relevant x-rays. A root cause for the failure could not be determined with the information available.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a cervical plate broke approximately 7-9 months post-operatively. A revision has not yet been scheduled.